Event description:
On (B)(6) 2008, admitted and to operating room for laparoscopic gastric bypass. No device problems were noted during the procedure. Discharged from the hospital to home on (B)(6) 2008, following uncomplicated post-operative recovery process. On (B)(6) 2008, seen in clinic with shortness of breath, c-xray revealed pulmonary effusion. Admitted to hospital for evaluation, and abdominal CT showed air fluid-filled abscess anterior to the gastric pouch as well as a large abscess around the spleen. To operating room for exploration, laparoscopic drainage of the two intraabdominal abscesses and an intraoperative endoscopy. There was no obvious leakage noted in the gastric pouch. The endoscopy appeared normal with no evidence of gj anastomotic leak. Jp drains were placed. To ICU and remained intubated, (B)(6) 2008, thoracentesis. On (B)(6) 2008, wbc 21,000 and hgb 8.5. On (B)(6) 2008, wbc remained 21,000, although extubated and awake. Discharged (B)(6) 2008. On (B)(6) 2009, re-admit with nephrolithiasis disgoses include chronic abdominal abscess. Most recently in ed (B)(6) 2009, with vomiting. Additional covidien device used: tyco reload stapler universal l45 mm x 2.5 mm, tyco intrnl eea xl 34mm escpc cir stach hd w/tilt disp...